Manufacturer narrative:
Result - fowler, crank screw.

Event description:
It was reported by service report that the fowler would not raise. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.